Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery alarm tests. The bolus wizard functioned properly per bolus wizard sample in the 751/551 user guide. There was no bolus wizard anomaly and the device functioned properly. There was no physical damage during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 600 mg/dl. Customer advised they had an older insulin pump and their blood glucose went down when they began to wear it. Customer declined to troubleshoot the insulin pump and wanted a new device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.